Event description:
It was also reported that the motor stalled on time on (B)(6), and was stalled for 15 minutes before the pump recovered. There were three motor stalls noted on (B)(6); the first lasted 27 minutes, the second lasted 19 minutes and the third lasted 13 minutes before the pump recovered. The patient was receiving dilaudid, 8mg/ml at 0.04 mg/day.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).

Event description:
At the first pump refill visit after implant, a volume discrepancy was discovered. The expected reservoir volume was 6 mls; the actual volume removed was 0 mls. The pump was used to deliver dilaudid. Interrogation of the pump revealed multiple motor stalls and recoveries beginning (B) (6) 2009. The pt used heating pads and magnet therapy. The pt continued to experience pain relief. The hcp planned to monitor the pt and wait until the next refill. A follow-up report will be submitted if additional info becomes available.